Manufacturer narrative:
This report is for unknown quantity of unk - screws/unknown lot number. Implant date sometime in (B)(6) 2008. Not explanted, broken screws left in patient bone. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure to repair a distal third humerus fracture on an unknown date in (B)(6) 2008. The patient was implanted with a 8-hole right extra articular distal humerus plate and an unknown quantity of unknown screws. On (B)(6) 2009, it was identified via x-ray that the plate had failed and was broken at the center. Later, on an unknown date in (B)(6) 2009, the patient was returned to the operating room and revised to a 9-hole 3.5 mm locking compression plate (lcp), an acumed lateral distal humerus plate and an unknown quantity of unknown screws. An unknown number of broken screws were left embedded in the patient's bone. This complaint involves two (2) devices: 8-hole right extra articular distal humerus plate, unknown screws. This report is 2 of 2 for (B)(4).